Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported an error 69 (sc mpu ups open battery detected hard error). The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported error code 69 was verified during the preliminary analysis. The issue has not been resolved at this time. An updated device evaluation will be provided upon completion of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.